Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during a basal and bolus delivery. She also stated she was able to rewind the insulin pump. Customer's blood glucose was 300 mg/dl. She treated her high blood glucose with food. The customer stated this was not the first time she had received the alarm. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No unexpected motor error alarms noted. Insulin passed displacement test, rewind test, basic occlusion test and motor test. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and broken belt clip slot.